Event description:
Customer reported that the unit was not charging. Service rep was able to duplicate reported condition. No reported pt involvement. The device was repaired and proper operation was confirmed.